Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with normal wear and tear on the enclosure due to the age, a missing air detector latch and orange plug for the air-port. The cause of the reported issue was duplicated. The latch for the air detector is not connected to the device and the air detector internal wires were not connected internally. The reported issue was caused as the air detector wires and latch had been removed. The root cause was due to use error, assembly error. The technician reattached wires and the latch sent in by the customer. Replaced cracked left and right door mounts. The device passed all functional tests.

Event description:
It was reported the device would not allow for connection of disposable. No adverse effects reported.